Event description:
It was reported that the end-user alleges lttr19fr transport failed because the nut which the footrest bolt goes into in the swingaway assembly was not securely welded to the inside of the swingaway assembly causing the footrest to slide out of swingaway assembly.